Event description:
The customer reported to customer service that she had the pump since (B)(6) 2012 and had been using it eight times daily. Customer indicated she had low suction. During troubleshooting, customer reported she had mastitis several weeks ago and did not always feel like her breasts were being emptied.

Manufacturer narrative:
A replacement pump was sent to the customer. In f/u with the customer on (B)(6) 2012, she indicated that she had low suction, but one side of the pump had stopped working the day she called medela. She believed the mastitis began about a week before the diagnosis. She had a white "blip" on her nipple, then burning and stinging for a week, then she developed a fever. She spoke with the lc at the hosp, who recommended she see her doctor. She was diagnosed with mastitis about three weeks ago by her ob and was treated with antibiotics (specifics unk). Indicated that the most recent replacement pump sent to her is "working fairly well" and that her mastitis had cleared up. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." (Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294). See page 5 for a complete clinical assessment. The pump was returned by the customer for testing/analysis. In summary, the pump performed its intended function and met its performance specs. Based on the fact that the pump was not out of spec, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues. Eval summary: the pump was visually examined and the following were noted: pump type: pump in style. MFR date: (B)(6) 2011. Transformer: (B)(4). Kit components received: breast shield, valves, tubing, connectors.